Event description:
It was reported that the patient experienced a prolonged low blood glucose following a meal announcement that led to insulin dosing inconsistent with needs, in the context of reported maladaptation, and the event was associated with user operation of the ilet system¿s user interface. Symptoms included hypoglycemia with blood glucose below the glucometer¿s readable range. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to meal announcement entry, and an improper or incorrect procedure associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Treatment with fast-acting oral glucose resolved the low without rebound hypoglycemia.

Manufacturer narrative:
Initial.